Event description:
The technician alleged the side rail could not latch. No pt impact.

Manufacturer narrative:
The technician replaced the side rail bushing, screw and roller guide to resolve the issue.